Manufacturer narrative:
(B)(4).

Event description:
Follow up information received reported that the cause of the power-on-reset (por) condition was unknown. However, the patient was r eported as doing fine and receiving effective therapy. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported there was a power on reset (por) condition noted during a pocket site revision. The revision was due to discomfort from the implantable neurostimulator (see manufacturer report # 3004209178-2013-03302.) It was unknown if the patient experienced any abrupt discontinuation of therapy prior to the device being turned off for the revision. It was noted that the patient was getting good therapy. At the time of the report, the por had been cleared. The programming session was restarted and no por was observed. It was stated the por issue was resolved.